Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 142 mg/dl, compared with the sensor glucose reading of 130 mg/dl. The customer also reported a bent cannula in an old sensor. The customer stated that every time he takes a medicine the sensor glucose level drops to about 60 mg/dl. The customer was advised to contact his health care provider about the medicine. Nothing was replaced or returned.